Event description:
It was reported by the customer that a pyxis medstation es system had all stations needs sql to be installed. The customer indicated that users were unable to log in to the stations. They mentioned that the sql license must be installed on all stations, as users were unable to dispense any medications, resulting in delays in the medication dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that unable to login station due to software issue. A technical support specialist resolve the issue by resumed after interruption. The system functioned as intended after the technical support service troubleshooted the device.